Event description:
Edwards received new information from a clinical trial patient that the 25mm 7300tfx mitral valve implanted eight (8) years was found to have degenerating mitral valve with severe mitral stenosis and mild insufficiency. The patient presented with progressive dyspnea exertion. The 25mm 7300tfx was explanted and replaced with an unknown mitral valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to not be available. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including rheumatism, coronary artery disease, and type ii dm.

Event description:
Edwards received new information from a clinical trial patient that the 25mm 7300tfx mitral valve implanted eight (8) years was found to have degenerating mitral valve with severe mitral stenosis. Mild insufficiency, and calcification. The patient presented with progressive dyspnea exertion. The 25mm 7300tfx was explanted and replaced with a 27mm st. Jude valve. There were no intraoperative complications and the patient was transferred to the csicu in stable condition. Patient was discharged on post-operative day nine (9).

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease and type ii dm.